Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed off no power alarm test and unexpected restart error test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The low reservoir alarm functioned properly during testing. The device communicated properly with the glucose sensor simulator and the minilink transmitter. The threshold suspend alarm functioned properly during testing. No calibration anomaly noted. No pump or sensor anomaly was noted. The device had a cracked reservoir tube lip.